Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that it cannot charge in the sync mode. There was reportedly no patient involvement.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device remotely. It was determined that the customer was properly operating the device, the customer was explained how to perform the synchronous electrical cardioversion. No device problem was detected. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a use error. The reported problem was confirmed.

Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the device cannot charge in sync mode and the sync button is lit while in use. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.